Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was suspected that the catheter perforated the patient. No intervention was reported. The patient was stable following the implant procedure.